Manufacturer narrative:
The reported malfunction was observed and was attributed to faulty battery pins. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a pt, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.